Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was caller reported the last couple times they have been recharging the implanted neurostimulator, the recharger paddle where the cord goes in has been getting really hot, almost burning hot. No harm reported. Pt stated this has been occurring for probably the last 2 months. Caller stated now, implant is not charging like it should and they are not able to fully finish the charge because the recharger is getting hot and they have to keep moving the recharger away. Agent sent email to repair to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger h3: analysis of the recharger found no anomalies were visually observed. Got no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.